Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Event description:
As reported by legal, that this patient's right knee was implanted on (B)(6) 2015. Revision date: (B)(6) 2020, reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
Pending investigation.